Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 376 mg/dl with small traces of ketones. To address the bg level, the customer delivered a correction bolus with the pump. Reportedly, the customer has 30 units of insulin remaining in the vile and understood there was not enough insulin to install a new cartridge onto the pump. The customer stated a different pump would be used and requested assistance from tandem technical support. The customer stated that the suspected cause of the elevated bg level was the interruption in her therapy due to changing from the tandem pump to the back up pump. The customer declined a follow-up call from tandem technical support and confirmed health care provider had been consulted to obtain more insulin.